Event description:
Philips received a complaint by the customer on the v60 indicating that a 1007 "machine and proximal pressure sensors failed" alarm error was displayed on the device when the device was powered on during a check. There was no delay in therapy reported due to this event. It was reported that there was no patient involvement at the time the issue was discovered. No patient or user harm was reported. The customer called technical support to report that a 1007 "machine and proximal pressure sensors failed" alarm error was displayed on the device when the device was powered on during a check. The field service technician evaluated the device and found that the following alarms occurred: "vent inoperative 1007 machine and proximal pressure sensors failed" (the diagnostic code 1007). "Check vent: machine pressure sensor calibration data error" (the diagnostic code 1106). "Check vent: proximal pressure sensor calibration data error" (the diagnostic code 1107). "Check vent: air flow sensor calibration data error" (the diagnostic code 110e). "Check vent: o2 flow sensor calibration data error" (the diagnostic code 110f). "Check vent: oxygen pressure sensor calibration data error" (the diagnostic code 1110). "Check vent: barometer calibration data error" (the diagnostic code 1113). The field service technician therefore replaced the data acquisition (da) printed circuit board assembly (pcba), confirmed that the software version was 3.20, cleaned the device, performed a running test and functional test, and verified that the issue was resolved. The device passed the required performance verification tests per philips standard and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.